Event description:
It was reported by the customer that at power up the external pulse generator (epg) had rate and output at zero and there was an error message in the lower display. It was also reported that the measured battery voltage was only 6.1 volts. After the customer replaced the 9 volt battery the epg was working as expected. It was noted that the epg was not connected with a patient at the time of the inquiry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.